Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator for urge incontinence. It was reported that ever since the procedure the patient hadn't been fully able to empty their bladder. There were no further complications reported.